Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek service engineer (se) had conducted an on-site evaluation. On evaluation nidek se found the near point chart arm hinge was not properly bolt to the holder assembly, which caused the free fall of near point chart arm. Se replaced the complete set of holder assembly. The system was tested for proper operation and has been functional. Nidek clinical specialist contacted the technician and verified about the complaint. Technician reported that on (B)(6) 2014 she got corneal injury due to the near point chart arm of rt-5100 which fell down and hit her cornea. On examination by slit lamp and fluorescein staining doctor noticed a corneal abrasion. The abrasion was treated by bandage contact lens for overnight followed by tear drops (as needed) for the next day. The technician felt better after two days. Nidek inc considers it a reportable event as the device has malfunctioned and had resulted an injury.

Event description:
Nidek received a complaint from the customer on (B)(6) 2014. Customer reported about an injury to the technician while using rt-5100, sn: (B)(4). Customer reported that the near point chart arm fell down and scratched the cornea of one of the technicians.